Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed black particulate matter about 0.3 square mm, floating in the bladder. Fourier transform infrared spectroscopy could not identify the type of material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was found on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.